Manufacturer narrative:
Investigation of the returned devices, one powermax elite and two blades were received. Results of the evaluation and reports the only issue found was as follows: "the only issue we could find was that one of the motor phases was not functioning correctly. Other than that everything was ok." There is no confirmation of the reported "black substance". (B)(4).

Event description:
During an acl procedure while using the motor drive unit, hand cntrl, pwrmx el device the electrical chief surgeon of orthopedics noted that the dyonics powermas elite handpiece began sparking and leaking a black substance. Chief also reported it was hot to the touch. Chief stopped and had to get another handpiece to finish the case.